Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The regional service center (rsc) service log review revealed a delivery stopped alarm due to monitored no greater than absolute max of 100 ppm (actual 150 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value. (Max: 655 counts; actual value: 1156 counts). The no cell was replaced due to the service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery stopped alarm due to nitric oxide (no) counts greater than absolute max of 100 ppm followed by a failed no cell calibration during routine service log review which indicates a reportable malfunction match for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs.